Event description:
Per additional information provided: (B)(6) 2009 - patient was diagnosed with ventral hernia, thereby underwent open hernia repair with the implant of composix kugel mesh (device #1). Per operative notes, ¿the hernia was found in the upper abdomen, and was incised. A composix kugel mesh (device #1) was placed into the peritoneum using tacks.¿ (B)(6) 2011 - patient was diagnosed with persistent chronic abdominal pain and adhesions, thereby underwent small bowel resection and lysis of adhesions. Per operative notes, ¿the scarred subcutaneous tissue to the mesh was noted and the mesh was incised and separated off the bowel and peritoneum. There were severe adhesions and lysed all the adhesions between the small bowel and the mesentery. The jejunum that had several holes and it was excised. A side-to-side anastomosis was performed.¿ (B)(6) 2016 - patient was diagnosed with infected abdominal wall mesh, thereby underwent open hernia repair with removal of old composix kugel mesh (device #1), colon and small bowel resection and implant of phasix mesh (device #2). Per operative notes, ¿the small bowel that was attached to the mesh and the mesh (device #1) was completely removed from the abdominal wall. A portion of the transverse colon was also resected. A phasix mesh (device #2) was trimmed to the appropriate size and placed over the fascia using sutures.¿ (B)(6) 2016 - patient was diagnosed with nonhealing wound, thereby underwent abdominal wall wound debridement of skin fat with trimming of mesh. Per operative notes, ¿the patient's wound had healed, but then it separated. The mesh that was exposed was trimmed back to tissue and debrided some skin and fatty tissue." (B)(6) 2016 - patient was diagnosed with nonhealing abdominal wound thereby underwent debridement and partial removal of phasix mesh (device #2). Per operative notes, ¿pieces of mesh with some deep scar tissue was excised.¿ attorney alleged that the patient had adhesions, bowel perforation, bowel removal, fistulae, infection, mesh shrinkage, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
Based on the additional information received, no conclusions can be made. Per medical records review, about 2 months post implant of phasix mesh, patient was diagnosed with impaired healing and scar tissue thereby underwent repair with removal of mesh. This emdr represents phasix mesh (device #2). An additional supplemental emdr was submitted to represent composix kugel mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.